Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 9 message was reported with the adc device. The customer became hypoglycemic with a symptom of thirst and was able to self-treat with sugar. The customer further reported that they were provided additional treatment of glucose by a third party. There was no report of death or permanent injury associated with this event.